Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided a complete set of instructions for resetting the pump and assisted the caller through the process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.